Event description:
This unsolicited case from united states was received on (B)(6) 2018 from the physician. This case concerns female patient of unknown age who received treatment with synvisc one injection and after unknown latency the patient experienced infection into her knees, and bilateral reactions to the injections. No relevant medical history, concomitant medication past drugs and concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (from the recalled lot) at a dose of 6 ml once (indication: not reported). On an unknown date, the patient completed treatment with synvisc one. On an unknown date after unknown latency, and had bilateral reactions to the injections. On an unknown date after unknown latency, the patient had repeat aspirations and lab assessments, etc. Ultimately, the patient left their practice, so there was no further information on resolution. No further questionnaire information known at time of call. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. Seriousness criteria: important medical event for infection into her knees. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2018: this case concerns a patient who received treatment with synvisc one and later experienced joint infection. Although significant temporal relationship cannot be established, causal role of suspect product in occurrence of the event cannot be denied completely on the basis of site of reaction. However, further information regarding medical history, concurrent condition and past drugs will aid in medical assessment of the case.

Event description:
This unsolicited case from united states was received on 02-mar-2018 from the physician. This case concerns female patient of unknown age who received treatment with synvisc one injection and after unknown latency the patient experienced infection into her knees, and bilateral reactions to the injections. No relevant medical history, concomitant medication past drugs and concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (from the recalled lot) at a dose of 6 ml once (indication: not reported). On an unknown date, the patient completed treatment with synvisc one. On an unknown date after unknown latency, and had bilateral reactions to the injections. On an unknown date after unknown latency, the patient had repeat aspirations and lab assessments, etc. Ultimately, the patient left their practice, so there was no further information on resolution. No further questionnaire information known at time of call. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. Seriousness criteria: important medical event for infection into her knees a product technical complaint (ptc) was initiated with global pharmaceutical technical complaint (ptc) number is (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reported with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 10-mar-2018. Global ptc number was added and ptc results were added. Pharmacovigilance comment: sanofi company comment follow up dated 10-mar-2018: the follow up information received does not change the previous case assessment.this case concerns a patient who recieved treatment with synvisc one and later experienced joint infection. Although significant temporal relationship cannot be established, causal role of suspect product in occurrence of the event cannot be denied completely on the basis of site of reaction. However, further information regarding medical history, concurrent condition and past drugs will aid in medical assessment of the case.